Event description:
(B)(4). Provided by insurance essure was done as a contraceptive not to get pregnant. Side effects include severe pain in legs and lower back. Ongoing thinning of the hair and nausea. Heavy periods with mood swings. Pain in legs cause inability to walk. Also spasms on left side of leg.